Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited foreign material coming out of the channel during a therapeutic esophagogastroduodenoscopy (egd) procedure. The procedure was completed with the same device with no reported procedural delay. There was no report of patient harm.